Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, the device head was unscrewed, but could not be put together again. The surgeon took another same like device to complete the case. No further info available. There were no adverse consequences for the pt.